Event description:
It was reported to boston scientific corporation that a genesys hta procerva hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2012. According to the complainant, the sheath was punctured by the tenaculum. Two tenaculum were used due to patient anatomy. The procedure was canceled due to this event. The patient was reported to be fine at the conclusion of the procedure.

Manufacturer narrative:
According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.